Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿ needle had plunger separation issues. The following information was provided by the initial reporter: the customer reported that when the nurse attempted to remove the plunger cap, the plunger cap did not detach and the plunger rod was separated from the barrel.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿ needle had plunger separation issues. The following information was provided by the initial reporter : the customer reported that when the nurse attempted to remove the plunger cap, the plunger cap did not detach and the plunger rod was separated from the barrel.

Manufacturer narrative:
Additional information : the additional information after original report submission required notification in the records. The following fields have been updated: d.4. Medical device expiration date : 31-may-2026, d.4. Medical device lot # : 1116769. D.9 device available for evaluation ? : yes, d.9 returned to manufacturer on : 19-apr-2022. H.4. Device manufacture date : 26-apr-2021.